Event description:
The instruments were used during an endoscopic saphenous vein harvest/cab. It was reported the endoscopic dissector would not accomodate the new 5mm scope. The scope was stuck in the dissector. They had to break the dissector in order to remove the scope. The eye piece on the scope was broken during the removal of the scope from the dissector. The pa ended up doing traditional open vein harvesting. Lot number of the kit was k45v02.